Event description:
On (B) (6) 2008, the patient reported experiencing issues with the adhesive of her infusion sites sticking to her body. She did not have time to provide details. Upon follow up on (B) (6) 2008 and (B) (6) 2008, the patient stated that she was working and did not have time to provide details. Further attempts to follow up with the patient were unsuccessful. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.